Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that myopotential oversensing was observed. The device was explanted and replaced during an unrelated procedure to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Additional information: d10, h3, h6. The device was received in normal range of operation. Temperature cycle and vibration testing were performed and indicated that device exhibited normal device characteristics. Noise/crosstalk test in saline was performed with normal results. Device output, pacing, and sensitivity were normal. A capture test was performed with no anomalies. Header and connector inspection and found no anomalies. No spike losses were noted throughout all of the testing. There were no device anomalies found that would have contributed to the over-sensing. Despite extensive efforts, the over-sensing could not be reproduced in the lab. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The reported event of over-sensing was not confirmed.